Event description:
A healthcare provider requested MRI compatibility guidelines for an MRI not related to the patient's device or therapy. The caller reported that the device would not charge and the battery was completely dead since (B)(6) 2016. No patient symptoms were reported. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.